Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that one of the connectors to the tube was broken. This alleged issue was detected at the time of opening the package in the operating room.